Manufacturer narrative:
On 5/18/2018, mentor became aware that the suspect medical device was not deflated during explantation. On 5/31/2018, mentor also became aware that the correct explantation date was (B)(6) 2018. On 6/6/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/11/2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There is no failure discovered at the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. There is no failure discovered at the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline catalog #3501640, lot #5692547, sn # (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast prostheses. Left breast prosthesis deflation was determined. As a result, the patient will undergo removal on (B)(6) 2018.